Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not alarm when the insulin pump runs out of insulin. The customer's blood glucose value was unknown at the time of the incident. The insulin pump had multiple no delivery alarms. The customer reported scratches on the insulin pump casing and the screen. The insulin pump will not be returned for analysis.